Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, prime, rewind, and basic occlusion tests. The device also had a broken reservoir tube lip and missing end cap sticker. The excessive no delivery alarms test could not be performed due to motor error alarm anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery and then motor error. The day of the call the insulin pump was in the rewind mode. It was advised to rewind and prime; a no delivery alarm occurred. The blood glucose at the time of the incident was over 300 mg/dl; treated with insulin pen. During troubleshooting, insulin did exit the tubing but the insulin pump alarmed no delivery and motor error. The device was returned for analysis.